Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an impella cpwas placed in a st-segment elevation myocardial infarction patient. After six days of support, there was an observation made of a gastrointestinai bleed. The bleed was prompting surgical intervention. The pump remained on supporting for nine more days despite the bleed. The patient survived the explant.